Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. E1: the reporter¿s complete facility address was not provided.

Event description:
It was reported that during an unknown arthroscopic procedure that the 5x12 milagro intererence screw device broke during insertion. All the pieces were removed from the patient. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4, h4: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, the UDI has been updated accordingly. Investigation summary ==> the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. The anchor was found cracked. The overall complaint was confirmed as the observed condition of the 5x12 milagro intererence screw would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to guidewire entrapment during insertion which caused the thread surface to wear down due to friction during screwing. As per the instructions for use (IFU); if resistance occurs during the insertion of a milagro interference screw over a guidewire, stop, and confirm that check for entrapment of the guidewire. If the guidewire is entrapped, back out, remove the screw and withdraw the guidewire. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.